Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; defib conductor distorted.

Event description:
It was reported that the lead coil was hung up on the introducer (9fr) during implant. The physician visually inspected the coil and assessed it was damaged; therefore, the lead was not implanted. No patient complications were reported as a result of this event.